Manufacturer narrative:
Section d4, h4: additional information; section g3: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information on event details.

Event description:
Additional information states that patient was taking zerbaxa, and was extended until (B)(6) 2020, and was then stopped. Patient was started on oral ciprofloxacin for chronic suppression.

Manufacturer narrative:
It was mentioned patient had ongoing infections. Most recent infection is reported under MFR# 2916596-2020-05020. The heartmate left ventricular assist system (lvas) was implanted during (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The trial is locked. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to the hospital on (B)(6) 2020 for sepsis with an elevated temperature. Additional information states that patient received IV (intravenous) zosyn and IV vancomycin at an outside facility and was transferred. Patient continued vancomycin and meropenem. The blood cultures that were obtained were positive for pseudomonas. This was an exacerbation of this ongoing infection. Since the infection did not improve, antibiotics were switched to zerbaxa for 6 weeks with an end date of (B)(6) 2020. The fever had resolved and patient was discharged to home on (B)(6) 2020.